Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced low blood glucose levels and admitted to hospital on (B)(6). The length of hospitalization is 5 days and bg value at time of ER visit/hospital admission/ems dispatch is 30 mg/dl. No further information available.